Event description:
Contact called explaining that there would be an incident report filed for a walker. At that time, contact did not have all the right information. Contact said they would send the report to company when it was ready by either fax or mail.